Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received an inquiry regarding the longevity of this implantable cardioverter defibrillator (ICD) as the device had delivered therapy to the patient. Boston scientific technical services (ts) noted that the device had charged six nine times, and according to device labeling one full energy charge reduced about twenty-three days of device longevity. Ts noted that based on the information provided the device seemed to be depleting normally. A save to disk was requested for further review of the case, but was never provided. Additional information noted that the device was explanted, but will not be returned due to infectious disease. No additional adverse patient effects were reported.